Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Alleged false positive sars result for 1 asymptomatic consumer. The consumer did not mention any form of confirmatory testing being completed. 3 additional consumer events were communicated which are captured on separate reports.